Event description:
It was reported that the lead was explanted due to increased pacing threshold. The patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 54.5cm was returned for analysis. External insulation abrasion was noted at 43.6-43.8cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 10.3-11.4cm from the distal tip. The etfe coating was intact at these locations.